Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
According to the reporter an issue occurred during a laparoscopic low anterior resection (lar) procedure. The stapling devices were being applied to the rectal stump for closure. The reload was loaded and the surgeon tried to fire after approximation. The stapler was loaded properly and checked before firing. The surgeon was able to push the green button but was not able to squeeze the handle. The reload did not fire. When exerting pressure to continue firing, the stapler broke into pieces during reticulation. A few staples deployed, but got jammed and stuck when the stapler handle broke. The blade did not act. Able to pull the knob and open the jaws to remove the reload. It was difficult to unload the reload. Took almost one hour waiting for a new stapler. A new reload was also used to complete the case. The surgical time was extended by thirty minutes or more due to the product problem. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the instrument found that the rotation collar was broken in half. Due to the noted damaged no functional testing was performed. Engineering evaluation determined that the device was properly welded during the assembly process and that the most likely cause of the broken rotation collar was mishandling of the device during use. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.